Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient is experiencing elevated blood glucose levels above 500mg/dl. The pump has reportedly been emitting loss of prime alarms frequently. The patient indicated that the issues have been occurring for approximately 3 weeks. The patient is reportedly pre-filling the cartridges and storing them in the refrigerator, the patient is also reportedly not cycling the cartridges prior to filling. The cartridge instructions for use advise the patient to cycle the cartridge 2 to 3 times prior to filling and to use room temperature insulin. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to use error.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the cartridge has not been returned for evaluation; a retain cartridge sample of the same lot has been evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.